Event description:
Reportedly the infusors (four) are suspected of overinfusion since it was reported that the infusions were completed 11 hours earlier than anticipated. The infusion involved morphine (0.ig/ml) and bupivicaine 75mg in saline diluent. These units were also reported to have had leakage coming from the fill ports during filling. No pt issues were reported as a result of these events.